Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited reproducible noise which was classified as ventricular fibrillation (vf) on the electrograms. This noise caused inhibition of pacing. At implant, the left ventricular pacing lead was inserted into the right atrial (ra) port and the right ventricular (rv) pacing lead was inserted into the rv port and the av delay was programmed to 10ms to achieve bi-ventricular pacing. The his bundle was ablated. Both the ap & vp seemed to be ~99% and there has been noted improvement in the patient's exercise tolerance.